Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer (B)(6), reported via sales rep (B)(6) that the locking wheel is spinning freely and not tightening against the spiked proximal rod as it should. The customer added that this occurred during surgery, and the second one that was opened also had the same issue but another set was available as replacement to complete the surgery, hence no adverse consequences or delays to surgery were reported.